Event description:
The product was evaluated. An external visual inspection was performed and failed due to missing sensor wire. The allegation was confirmed. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d9: device availability- additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: adverse event problem- additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.